Event description:
It was reported that the system was explanted. The implantable neurostimulator (ins) was functioning properly, but the patient did not get therapeutic benefit. Additional information received reported that there was a loss of therapeutic effect. The patient recovered without sequela.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# v454085, implanted: 2010-(B)(6), (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the device, model # 3058, sn (B)(4), found no significant anomaly. Analysis of lead, model # 3093-28, lot # v454085, found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.